Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately post operative diminished sensing was noted on the right ventricular (rv) lead. Fluoroscopy was completed and it was noted that the rv lead had straightened / dislodged. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.